Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. The device was in welch allyn factory service for an aha update when the device was found to shock at 153 joules when 200 joules was selected. Trouble-shooting isolated the cause of the malfunction to a fractured solder joint on a circuit card assembly. The solder joint was re-soldered to restore device operation. The repaired device was returned to the customer after passing acceptance testing.

Event description:
The device was in for a aha update. When tested, it was found to shock at 153 joules instead of 200 joules.